Manufacturer narrative:
(B)(4). The sample was returned and sent to the manufacturer (galemed) for evaluation. Galemed reports "there was a v-shaped hole on the mask cushion of the returned sample. This hole seem to be damaged by knife-edged object like scissors. The masks were 100% checked by double hands pressing at the assembly line. This defect can be distinguished at the inspection process." Based on the investigation performed, the reported complaint was confirmed. Galemed reports that the defect occurred after packaging. It was also reported that "the manufacturing record was reviewed and we didn't detect any related issue. It was a single case."

Event description:
Customer reported the mask leaked during functional testing prior to use. No patient involvement reported.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported the mask leaked during functional testing prior to use. No patient involvement reported.